Event description:
It was reported that the patient presented for remote follow up via merlin.net with the right atrial lead exhibiting trend of decreased sensing and elevated capture threshold over past year. The patient was scheduled for lead revision; however the physician was unable to reposition the lead during the procedure due to failure to insert the guidewire. The lead was explanted and replaced. The patient tolerated the procedure well.